Manufacturer narrative:
An event of complete heart block after device implantation was reported. Information from the field indicated that the patient did not have a history of baseline conduction abnormalities, and that the valve was implanted with 5mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient with a depth of 5mm ncc, 8mm lcc. No calcification extending beneath the aortic annular plane in the interventricular septum. Post valve implantation patient was in complete heart block (chb), temp pacer was used and patient was monitored for 24 hours. The underlying rhythm was still chb so a permanent pacer was implanted. The patient is stable,